Manufacturer narrative:
(B)(4). Unit received with critical pump error due to corroded electronic assemblies. Unit received with corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had crack on bottom of left rail to the bottom of the pump over the battery. Customer reported that there was physical damage to the insulin pump's reservoir lip ring and the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.